Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by incorrect settings. A field service engineer assisted the customer and changed the setting to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a door failure which the device not detected on the bus. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.